Event description:
Cardiopulmonary arrest approx. 15 minutes after hemodialysis initiated in outpatient dialysis clinic. CPR initiated by medical staff. Adult manual pulmonary resuscitator with adult mask and reservoir bag with defect. Face mask with good seal but air escaped through side vent port on plastic part of ambubag, due to missing valve. Also noted to have a loose object in ambu bag itself, possibly the missing valve. Use of first ambu bag stopped. Second and third ambu bag were found to have the same defect of missing valve and were noted to have loose object in bag itself.